Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the manufacturer representative (rep) told the patient that she needed to have her device checked because they wanted to see her about the position of her lead wire; the patient had fallen 3 times. It was also stated that the patient has stage 3 lymphoma which is unrelated to the device/therapy and was told she cannot start her chemotherapy/radiation that was scheduled on (B)(6) until her device is checked. The patient had a bone marrow test on the day following this report and is also having a catheter inserted on (B)(6). It is unknown when the symptoms began occurring that necessitated a catheter insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.